Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had high blood glucose of 400 mg/dl. She treated with manual injections because she could not deliver any more boluses. The drive support cap appeared normal and recessed. The time and date were not correct and she was assisted in correcting it. The caller found a no delivery alarm at the time of the high blood glucose. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test and the self test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.